Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/ test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they were hospitalized due to low blood glucose on (B)(6) 2016 around 2 am, with 40mg/dl blood glucose value at the time of the incident. The customer fell down due to the low blood glucose and hit a table with their head, landed on the pump, and cracked the pump. The customer was given orange juice to treat. The customer experienced symptoms such as falling down. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer was hospitalized for 3 months due to suffering a broken neck during the fall. The insulin pump will be returned for analysis.